Event description:
It was reported that a request was made to have data from this device analyzed as in june this pacemakers longevity was 4 years and currently shows 2 years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this device analyzed as in june this pacemakers longevity was 4 years and currently shows 2 years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that a request was made to have data from this device analyzed as in (B)(6) this pacemakers longevity was 4 years and currently shows 2 years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.